Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a broken power cord. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent. The pump is a (B)(4) that was serviced on-site, so the contact information was corrected.

Event description:
A baxter service technician reported a flo-gard infusion pump with a broken ac power cord. This condition was found during servicing of the device. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This device had a preliminary evaluation onsite by a baxter technician. The device will have a complete evaluation performed at a baxter facility; however, the device has not yet been received. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.